Manufacturer narrative:
The investigation determined a non-reproducible, lower than expected vitros phyt result was obtained from a proficiency sample using a vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. A short-term reagent issue cannot be ruled out as a potential contributing factor. Expected performance was obtained using an alternate reagent lot as the reagent lot in question had been depleted. There was no evidence that an instrument related issue contributed to the event.

Event description:
A customer obtained a non-reproducible, lower than expected vitros phyt result (8.0 vs. An expected result = 27.51 ug/ml) from a proficiency sample when run on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No phyt patient sampleresults were questioned at the time of the event. There was no report of patient harm as a result of this event. (B)(4).